Manufacturer narrative:
The instrument was returned and evaluated. Engineering found a broken grip cable. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the instrument's wrist approximately 0.3635 in length. Additional observation not reported by the customer was main tube damage. The distal end of the main tube had scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and was not axially aligned with the tube. No other damage was found. Evidence not conclusive but main tube damage is likely due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci s surgical procedure, the wire had been torn off of the mega suture cut needle driver instrument. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.